Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During distal cut, trigger of mics handle popped off the power gun and fell from the sterile field. Took 15 minutes to locate pin that keeps trigger attached to mics handle. All pieces were located and case was completed without issue. No x-ray needed to double check the wound for missing pieces. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: during distal cut, trigger of mics handle popped off the power gun and fell from the sterile field. Took 15 minutes to locate pin that keeps trigger attached to mics handle. Product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a handpiece mics. From the photographs provided there is evidence of the locking mechanism failure for the device. Product history review: a review of the device history records could not be performed as the lot and serial number were unknown. Complaint history review: a complaint history review could not be performed as the lot and serial number were unknown. Conclusion: the failure mode was confirmed through a visual inspection of the photographs provided. However, he exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
During distal cut, trigger of mics handle popped off the power gun and fell from the sterile field. Took 15 minutes to locate pin that keeps trigger attached to mics handle. All pieces were located and case was completed without issue. No x-ray needed to double check the wound for missing pieces. Case type: tka. Surgical delay: = 15 minutes.